Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module had damage to its battery clip, rear catch retainer, insulator shield, four rubber vent bands and one rubber foot. Additionally, the battery was near its 14-month expiration term.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module was confirmed via inspection of the returned power module. The returned power module serial number: (B)(6) was evaluated at the european distribution center. Visual inspection of the returned power module revealed that one of the rubber feet and rear catch retainer were damaged. The unit was disassembled to inspect the internal components revealing that a piece of plastic had broken off from the internal battery clip. Four of the vent bands and the insulator shielding were also observed to be damaged. The damaged parts were replaced with new parts. The damaged parts did not affect the functionality of the unit during testing. Preventative maintenance was performed, and a full functional checkout was performed and the unit passed all tests without any issues. The serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The power module instructions for use (rev. B) section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. This section also states that the power module internal backup battery provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.